Event description:
In early 2009. The lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to his past readings. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that on the morning of the same day, he obtained an alleged high blood glucose reading of "177 mg/dl" with the subject meter. The patient stated that his usual morning blood glucose readings are "100 mg/dl." As a result of the high reading, the patient claimed he did not eat. The patient reported that he manages his diabetes by taking a set amount of lantus insulin at bedtime daily; therefore, he did not take any medications in response to the alleged issue. Approximately 4 1/2 hours after obtaining the alleged high reading, the patient claimed he developed symptoms of feeling shaky and a little sweaty. In response to the symptoms, the patient reported that he drank juice. It is unknown if the patient tested his blood glucose at the onset of symptoms. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. The patient did not have the correct control solution at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, skipped a meal as in response to the reading, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.